Event description:
It was reported that this patient presented with collapse and paramedic completed an electrocardiogram which confirmed complete heart block, no pacing provided and no signs of non-capture. The patient was hospitalized overnight for observation. At the follow up appointment, the pacemaker and unknown right ventricular lead, it was noted there was an episode of pacing inhibition, no noise and pacing lead impedances were high but within range. The physician elected to reprogram device by increasing the sensitivity. Technical services reviewed the device data and provide recommendations for testing the lead integrity. The device remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.